Manufacturer narrative:
.

Event description:
The customer contacted beckman coulter inc. (Bec) in regards to an erroneously elevated accutni patient result within the risk stratification range of the assay generated by the access2 immunoassay analyzer. The erroneous result was reported out of the laboratory and it is unknown if there were any changes to patient treatment or affects to the patient in connection to this event. The sample was repeated on the same unit and lower result within the normal reference range of the assay was obtained. Sample information has not been provided. On (B)(4) 2011, qc failed to pass within the customer's established limits. The customer recalibrated the assay and then qc passed within the customer's established limits. System check performed by the customer failed to pass within instrument specifications. On the day of the event, a bec field service engineer (fse) determined that the aspirate probe #2 peri-pump tubing was not allowing proper aspiration of the sample. The fse repaired the "occluded" tubing and verified hardware operation by performing a passing system check and a passing high sensitivity system check within instrument specifications. Although repairs were completed by the fse at the time of service, no definitive root cause for this event has been determined to date.